Manufacturer narrative:
Concomitant medical products: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 25-jun-2020, UDI#: (B)(4)h3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had been unable to bolus for the past 3 days, and ¿really needed it¿, due to their charger not going fully into the communicator charging port so it would not take a charge. The same charging cord charged their handset well and they had tried multiple outlets, but the issue persisted. A replacement communicator was requested from the repair department because the charging port was damaged, so the cord did not go all the way and the patient was unable to charge it. No indication of patient harm.